Manufacturer narrative:
Continuation of medical devices: product ID 3387s-40, lot# va1km3t, implanted: (B)(6) 2017, product type lead. Product ID 3387s-40, lot# va1kh9h, implanted: (B)(6) 2017, product type lead. Product ID 3387s-40, lot# va1km3t, implanted: (B)(6) 2017, product type lead. Product ID 3387s-40, lot# va1kh9h, implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The caller reported that since implant on (B)(6) 2017 the patient felt where the electrodes were in his temples and they felt hot "like they were heating up". It was reported the patient had been suffering from headaches and the patient's temples were filling with fluid since (B)(6) 2018. The caller stated the patient had been in and out of the hospital for severe headaches and the healthcare professional (hcp) could not determine the cause even after a CT scan and they were unable to do anything about them. The caller stated the hcp found an infection in (B)(6) and "it had been brewing since (B)(6)". The caller stated the patient had a revision surgery (B)(6) 2018 due to infection and "leaking csf or something". The caller stated the patient had a bilateral implant but the surgery was done on the side " where they connect the wires that go down his neck into the stimulator". The caller stated the patient was in the hospital for a week. The caller stated after the revision they did 3 weeks "infusion" antibiotics. The callers stated the patient "seemed fine" and the side of his head stopped leaking now but the headaches were still there and the temples were still filling with fluid. The caller stated the patient never healed right and stated the patient was "lumpy" around the temples and would complain of "pulsing or something". The caller stated the patient's hcp stated the patient's temples would eventually seal up and the membrane would stop from filling but the patient was still experiencing it. The caller stated the patient's neurologist was aware of the headaches and referred them to a pain specialist but headaches "were not their domain". The caller was redirected to follow up with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacture representative (rep). It was reported the patient with valsalva and could create a fluid pocket where the stimloc resided. It was reported the patient had good tremor control in the left hand and mild tremor control in the right. The patient reported ongoing headaches and pain which improved when the stimulator was turned off in the left hemisphere. No environmental/external/patient factors were thought to have led or contributed to the issue. It was reported the neurologist had tried to reprogram with the option to turn one side off, CT scans were taken, and the patient was being worked up for a csf leak and headache. The issue was not resolved at the time of the report. No surgical intervention occurred at it was unknown if any was planned. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.